Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were getting sensor alerts for calibration error and change sensor. The customer had a blood glucose level of over 400 mg/dl and that may have led getting the sensor alert. The insulin pump will not be returned for analysis.